Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 2 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was poor. The doctor reported bone resorption was observed during the implant removal surgery. The patient has since recovered.